Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Patient reported a"silicone material with evidence of foam cells", "suspected light graded capsular contracture, an initial radial fold with somewhat increased capsule enhancement". Additionally patient reported "fatigue, fibromyalgia and rheumatism" these events are not device related. The device was explanted and not replaced. Left side.

Manufacturer narrative:
A visual device analysis of the returned device identified: weight to the spec, deformation, red particle in the shell and crease flat. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: wrinkles (creases) are observed but have no relationship with manufacturing.

Event description:
Patient reported a "silicone material with evidence of foam cells", "suspected light graded capsular contracture, an initial radial fold with somewhat increased capsule enhancement". Additionally patient reported "fatigue, fibromyalgia and rheumatism" these events are not device related. The device was explanted and not replaced. This relates to the left side.